Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, (B)(6) 2008. A 7122 lead: (B)(6) 2013. A 1582 competitor lead: (B)(6) 2008. A 435-05 competitor lead: (B)(6) 1996. (B)(4)

Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.